Event description:
It was reported that the low-voltage pacing lead showed noise on the electrogram (egm) and damage to the lead insulation from compression to the implantable cardioverter defibrillator (ICD was observed. The lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.